Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer stated that he was unable to connect to a different insulin pump after his current device began to alarm button error. His blood glucose was 477 mg/dl by lunch and 452 mg/dl when he returned home from work. The patient treated via manual insulin injection. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test a21 test and all operating current measurement due to no button response. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.